Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects. I received a call from the account saying that their evh cord, part# vh-4030, broke. This is an old cord that they have had for a while. The collar on the cord had been pulled off from previous cases which exposed the wires which finally came aprt not allowing the disposable to be properly connected. In my opinion this isn¿t really a product issue as I have told the account numerous times that they need to replace the cords every cords due to the volume of cases they do and the number of sterilization cycles they put them through.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects. I received a call from the account saying that their evh cord, part# vh-4030, broke. This is an old cord that they have had for a while. The collar on the cord had been pulled off from previous cases which exposed the wires which finally came aprt not allowing the disposable to be properly connected. In my opinion this isn't really a product issue as I have told the account numerous times that they need to replace the cords every cords due to the volume of cases they do and the number of sterilization cycles they put them through.